Event description:
Procedure type: ventral hernia repair. According to the reporter: the pt was discharged from the hospital on (B)(6) 2010 (surgery date: (B)(6) 2010). The pt returned to the surgeon's office 6 days post-operatively for routine visit. On that day, the surgeon removed half of the sutures. Thirteen days post-operatively, the pt returned to the surgeon to remove the remaining sutures and slight redness was observed on the incision and the pt was not feeling well. The wound was aspirated on the same day and was found to be infected. The pt returned to the operating room on (B)(6) 2010 to remove the mesh. Pt is still hospitalized and has been treated with antibiotics and wound dressing change. Pt is improving.

Manufacturer narrative:
(B)(4).